Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed several bents in the vessel dilator and the device shaft and tip were observed bent. However, the root cause of the bents could be related to the handling since in the process there are control inspection points to avoid these issues. No other anomalies were observed, the dilator and a good known lab sample catheter were introduced through the sheath, and occlusion was felt. This issue could be related to the reported event by the customer. The dilator outer diameter was measured, and dimensions were found within specifications. A borescope inspection was performed and was observed an obstruction in the sheath. The device was dissected, revealing that the coating material was folded inside the sheath, causing a complete occlusion. This issue could be related to the wrong insertion of the dilator into the device, however, this cannot be determined. Due to the condition of the polytetrafluoroethylene (ptfe) liner, an internal action was opened. Device history record evaluation was performed for the finished device number 00002063 and no internal actions related to the complaint were found during the review. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large for which biosense webster¿s product analysis lab identified several bents in the vessel dilator and the device shaft and tip were observed bent. No other anomalies were observed, the dilator and a good known lab sample catheter were introduced through the sheath, and occlusion was felt. It was reported that the dilator of the vizigo sheath would not advance into the sheath during prep. The sheath seemed to be kinked out of the package. The sheath was replaced. No patient consequences were reported. The tip was kinked. The soft tip was not buckled or wrinkled. No sheath damaged noted. Resistance with sheath is not MDR-reportable. Sheath occlusion is MDR-reportable.